Event description:
Rep. Reports the hosp called her to report that the hand piece was giving a solid tone during an unk case. The hand piece was put on the desk of the speciality coordinator with no info. There was no pt consequence.